Event description:
It was reported that the right ventricular (rv) lead had high threshold. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the full lead was returned, analyzed and defibrillation conductor was fractured. It was noted that the distal conductor was distorted, there was blood/body fluid on the outer tubing overlay, the inner insulation was kinked/buckled, there was a outer tubing environmental stress crack (esc) breach/breach (non-electrical), the outer insulation was breached cut, the outer insulation had a cosmetic depression and the lead was stretched.